Event description:
On (B)(6) 2015, the reporter contacted animas alleging that all of the keypad buttons were under responsive to button presses. The reporter indicated that there was moisture damage noted behind the display screen lens. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
Follow-up #1: date of submission 07/28/2015 device evaluation: the device has been returned and evaluated by product analysis on 07/09/2015 with the following findings: there was no visible damage to the keypad. The keypad buttons were tested and all of the keypad buttons were found to have intermittent response. Moisture was observed behind the pump display screen lens. A leak test was performed and the pump was found to be leaking from the casing around the display screen. The keypad was removed and no button contact defects were found. The pump was opened and moisture damage was found throughout the pump including on the keypad flex. Unrelated to the complaint, the display screen was found to be dim and discolored with a reddish hue and the battery compartment was found to have two cracks from the bumper running toward the case seal.

Manufacturer narrative:
The product has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.